Event description:
The user was experiencing issues with d-dimer and performed precision studies with qc material. The qc material level 1 was tested three times at 10:43 am and gave results of 506, 426 and 396 ng per ml. The same material was tested three times at 11:03 am and gave results of 346, 346 and 380 ng per ml. This analyzer was being used for patient testing at the time of the event. The user states they are sure no erroneous patient result were generated.

Manufacturer narrative:
The field service representative determined the cause to be a bad calibration and replaced the reagent and sample syringes and the sample probes. He ran multiple check tests, assay precision and qc. On a follow up visit, the technical service representative (tsr) did not identify any additional causes. The tsr ran precision testing to verify the analyzer and reagent performance with all results acceptable.